Event description:
A peritoneal dialysis patient has reported a leak at the cassette. There is no report of patient ill effect. The sample is not available for evaluation.

Manufacturer narrative:
There is no sample available for evaluation, therefore, the complaint is deemed as unconfirmed. Event data will be trended per quality data analysis procedure.